Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, pain, and mesh migration/deformation. Post-operative patient treatment included revision surgery, takedown of previous nissen fundoplication, gastric bypass, removal of intraabdominal mesh from recurrent failed incisional hernia repair, closure of 2 mesenteric defects, and partial gastrectomy.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic assisted ventral incisional hernia repair. She had revision surgery 1 year and 1 month post-surgery. The patient underwent a robotic assisted minimally invasive ventral incisional hernia repair. She had revision surgery 1 year after. At this time she underwent a ventral incision hernia repair with mesh, and creation of skin flaps for advancement. The patient experienced additional surgery, adhesions, deformation/ migration, mesh removal, recurrence. Medical history: c-sections through a lower pfannenstiel incision.